Manufacturer narrative:
The explanted products were not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Souza, f. S. O., v. S. Matos, et al. (2017). "Subcutaneous implantable cardioverter defibrillator: early experience." Braz j cardiovasc surg 32(6): 498-502.

Event description:
Boston scientific received information from a journal article that one patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) device required medical treatment one week post-implant due to increased pain intensity at the implant site. The patient also had edema, fever, and hyperemia. The patient was treated with antibiotics and non-steroidal anti-inflammatory medications to resolve the clinical event. It was later reported the device and electrode were explanted due to an infection. No additional adverse patient effects were reported.